Event description:
Ous MDR - after an implant time of about 4 weeks, a drop in the pacing threshold with sensing loss was reported. The lead was explanted and returned to biotronik for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, cuts in the insulation and deformation of the distal shock coil were noted. Blood penetrated the lead in these areas. It is reasonable to assume, that the damages resulted from the explantation procedure. The analysis did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the electrical parameters measured during the analysis were within the technical specifications. The functional test of the fixation mechanism did not show any deviation. There was no sign of a material or manufacturing problem.